Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Update - the complaint has been reopened because it has been reported that the patient was revised on (B)(6) 2013 to address dislocation. Doi (B)(6) 2006 - dor (B)(6) 2013 (left hip). The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient reports that after the surgery she experienced swelling, slipping of the hip and leg length discrepancy. Update: - the complaint has been reopened because it has been reported that the patient was revised on (B)(6) /2013 to address dislocation.